Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments/partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was not working. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer to try pressing the act button, did not display menu tried esc button customer mentioned seeing vertical lines. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.